Event description:
The hcp reported the pt was experiencing numbness and tingling that were different then baseline. The pt was treated with exploration - nothing found. Then the pt was given a bolus and a dye study was done- the results were not reported. The pt outcome was reported as "still with symptoms."